Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses were implanted. The patient tolerated the procedure. On (B)(6) 2021, it was determined that the patient had a possible type ia endoleak. A reintervention was scheduled for the following month.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses were implanted. The patient tolerated the procedure. On (B)(6) 2021, it was determined that the patient had a possible type ia endoleak. A reintervention was scheduled for the following month.

Manufacturer narrative:
H.6. Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review. H.6. Investigation conclusions: code 11 updated to code 4315. H.6. Type of investigation code 4118 updated to code 3331 with completion of phr review.